Manufacturer narrative:
Solenoid.

Event description:
The customer reported the ventilator failed pre-operational self testing while on backup battery due to a system leak. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem. The service technician will replace the crossover solenoid to address the reported problem. Failure of the crossover solenoid as noted during operation may result in a volume loss and failure of ventilator to deliver breaths in the absence of oxygen use.